Event description:
It was reported that a chesapeake screw got 'nipped' in its distal threads intra-operatively. There were no adverse consequences to the patient. The procedure was completed successfully without surgical delay.

Event description:
It was reported that a chesapeake screw got 'nipped' in its distal threads intra-operatively. There were no adverse consequences to the patient. The procedure was completed successfully without surgical delay.

Manufacturer narrative:
D4, lot #, was corrected from ¿mdcd-336800¿ to ¿armk¿ following additional information. A visual inspection was performed and deformation was observed along the distal tip of the screw threading. Device history records were reviewed for the corresponding lot and no relevant manufacturing issues were identified. A review of complaint history associated with the subject lot and catalog number was performed and no adverse trends were observed. The rep stated that the self-tapping screw was inserted at an odd angle and the screw was very difficult to initially place. It is likely that the screw was initially misaligned during insertion and collided with the implant. This excess force on the threading may have caused the deformation and led the screw to misalign, lose grip, and become unable to self-tap during final tightening.